Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was over 500 mg/dl with moderate ketones and went to the ER. Customer received an insulin drip and fluids to address bg level. Customer bg level was 250 mg/dl upon leaving ER. Reportedly, the customer changed pump supplies to resolve issue.